Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient developed "serious physical complications which required subsequent, painful and unnecessary repair surgery." It is unclear if any surgical intervention was preformed therefore we are not reporting a date of event. As alleged by the patient's attorney the patient had a fistula; fistulas are a known risk of surgery and are listed as a possible complication in the instructions-for-use. The patient's attorney did not allege any specific device failure and a sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the actual date of implant is unknown, as reported by the patient's attorney "in 2016 [the patient] was implanted with a bard ventralex mesh for the repair of a scrotal hernia." Therefore we are using (B)(6) 2016 as a date of implant. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016 - the patient was implanted with a bard/davol ventralex mesh at (B)(6) center for the repair of a scrotal hernia. As reported, the patient has suffered pain, neuropathy, fistula, scarring, and scrotal blockage and will continue to suffer physical pain from his hernia mesh injury. As alleged by the attorney; "the patient's mesh was defective. The patient's mesh failed while in his body causing the patient to develop serious physical complications which required subsequent, painful and unnecessary repair surgery." The patient's attorney alleges that "as a result of having the bard/davol ventralex mesh implanted, the patient has experienced significant physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures."